Event description:
It was reported that during a ep procedure using the ep3 stimulator, the user was pacing in the f5 protocol at 450msec. The user stopped pacing and then started again and the unit changed from 450msec to 100 msec. This caused the pt to go into atrial fibrillation. The pt was cardioverted and remained stable.

Manufacturer narrative:
Visual and functional testing of the returned unit revealed no anomalies. The minimum interstimulus interval in s1 is 100ms. An invalid entry of the f5 protocol for s1 pacing cycle length results in the parameter defaulting to 100ms. Invalid entry, which includes missing a keystroke of pressing the return key with only 2 digits in the cycle length box, will result in a default settings of 100ms as this is the lowest acceptable cycle length in this protocol. Investigation revealed the reported event was most likely caused by a user set up error in entering cycle length. (B)(4).